Manufacturer narrative:
A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5097680 that a female patient who underwent an unspecified breast augmentation with two 450cc mentor memorygel silicone breast implants has experienced unexplained systemic symptoms postoperatively, including rheumatoid arthritis ; itching sensation ; pain ; rash ; constipation ; swollen lymph nodes/glands ; swelling/ edema. The patient reported undergoing numerous medical visitations and it was never conclusive what was really the cause. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to one of the two prosthesis.